Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pressure regulating balloon (prb) herniated the patient had his artificial urinary sphincter (aus) prb removed and replaced. The prb was explanted and a new 61-70 cm prb was implanted. It was reported that there were no further patient complications. Should additional information be received a supplemental report will be submitted.